Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The production record was reviewed and there was one approved temporary dn (deviation notice) noted on the lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A clinic's operational supervisor reported a blood leak from a dialyzer. He reported the blood leak alarm went off and dialysis was promptly stopped. There was visible blood in the dialysate. He estimates the patient lost ~ 250 ml of blood. The patient did not need any medical intervention and was taken to another machine. The leak location was not visible from the outside. The dialyzer was discarded. A dialysate blood test was performed and was positive.